Manufacturer narrative:
This supplemental report is being submitted to reflect additional information olympus medical systems corp. (Omsc) obtained. Omsc received the subject device for evaluation. As a result of omsc's investigation on (B)(6) 2016, the phenomena below were found. The manufacturing record was reviewed with no irregularities. Tissue pad was severely worn. There were contact marks on the surface of the probe and the metal part of the jaw each other. The tissue built up on the distal end of the device. When we closed the grasping section and activated seal mode, short circuit error was reproduced. These types of error and tissue pad damage are most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut) and activated while applying the probe tip to the tissue with twisting the handle. There is a possibility that the short circuit errors occurred since the tissue pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw. Also, there is a possibility that the short circuit errors occurred by the immersion of the distal end into liquids or the attaching of liquids on the distal end. The instruction manual of the subject device already states. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Warnings: during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, grasp it and activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad. Warnings: when a body fluid or tissue is present on the grasping section, probe tip, or shaft surface during the procedure, immediately withdraw it by immersing the grasping section and probe tip in saline or wiping with sterile gauze. Otherwise, the performance may be degraded. Failure to maintain a clean grasping section may result in the grasping section becoming hard to open or close, and the load imposed on the distal end of the grasping section may cause vibration failure or other issues.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus medical systems corp. For evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
Two subject devices were used during a laparoscopic dissection of mesentery. During dissection of mesentery around the ileum with the first device, a short circuit error was occurred. Short circuit errors occurred repeatedly during use, after a number of cleanings of the grasping section of the first device. To eliminate the issue, the first device was replaced with another same device. The second device also experienced short cut errors and cleanings repeatedly. The second device experienced time out errors and cleanings repeatedly while it was sealing the vessels. In addition above, the vessels opened again since tissue around the sealing area was stuck on the jaws. The surgeon sealed the vessels with clips. The olympus surgical tissue management system was replaced with another different system and the intended procedure was completed with the different system. It was reported that both the first device and the second device showed deterioration of coagulation performance. It was reported that the tissue pad of the second device was worn partially. There was no patient injury reported. This is the MDR regarding the tissue pad damage of the second device. Please cross-reference the following report about the deterioration of coagulation performance of the first device and the second device: 8010047-2016-00900 and 8010047-2016-00954.